Event description:
On (B)(6) 2015 a patient was treated for a thoracoabdominal aneurysm with conformable gore® tag® thoracic endoprostheses. The patient exhibited cholecystitis post procedure and was treated with antibiotics. On (B)(6) 2015 a percutaneous cholecystostomy tube was placed in the patient. On (B)(6) 2016 a slight decrease in the size of the thoracic aortic aneurysm diameter was seen. This was a juxtarenal aneurysm between this graft and the prior open infrarenal abdominal aortic aneurysm repair site. A reintervention was planned allowing time for the patient¿s health to improve. On (B)(6) 2016 the patient underwent open surgical repair for a ruptured thoracoabdominal aneurysm. The devices were not explanted. Following the open repair the patient was diagnosed with acute kidney injury and respiratory failure. The patient also exhibited bilateral lower extremity paralysis. On (B)(6) 2016 the patient received a hemodialysis catheter for continuous renal replacement therapy. On (B)(6) 2016 the patient underwent a tracheostomy. On (B)(6) 2016 the patient exhibited bowel necrosis which was treated by means of exploratory laparotomy with sigmoid colon resection, lysis of adhesions and drainage of intra-abdominal abscess. As of (B)(6) 2016 the patient¿s status remains unchanged.

Manufacturer narrative:
(B)(4). A review of the sterilization records for the devices verified the lots met all pre-release sterilization specifications.

Event description:
On (B)(6) 2015 a patient was treated for a thoracoabdominal aneurysm with conformable gore tag thoracic endoprostheses. The patient exhibited cholecystitis post procedure and was treated with antibiotics. On (B)(6) 2015 a percutaneous cholecystostomy tube was placed in the patient. On (B)(6) 2016 a slight decrease in the size of the thoracic aortic aneurysm diameter was seen. This was a juxtarenal aneurysm between this graft and the prior open infrarenal abdominal aortic aneurysm repair site. A reintervention was planned allowing time for the patient's health to improve. On (B)(6) 2016 the patient underwent open surgical repair for a ruptured thoracoabdominal aneurysm. The devices were not explanted. Following the open repair the patient was diagnosed with acute kidney injury and respiratory failure. The patient also exhibited bilateral lower extremity paralysis. On (B)(6) 2016 the patient received a hemodialysis catheter for continuous renal replacement therapy. On (B)(6) 2016 the patient underwent a tracheostomy. On (B)(6) 2016 the patient exhibited bowel necrosis which was treated by means of exploratory laparotomy with sigmoid colon resection, lysis of adhesions and drainage of intra-abdominal abscess. On (B)(6) 2016 the patient expired due to intra-abdominal sepsis.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient was treated for a thoracoabdominal aneurysm with conformable gore&#59412;tag&#59412;thoracic endoprostheses. On (B)(6) 2016 the patient underwent open surgical repair for a ruptured thoracoabdominal aneurysm. Following the open repair the patient was diagnosed with acute kidney injury and respiratory failure. On (B)(6) 2016 the patient received a hemodialysis catheter for continuous renal replacement therapy. On (B)(6) the patient underwent a tracheostomy.